Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total knee arthroplasty in (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined due to insufficient information.